Event description:
Customer reports a pinch point between handles on the c and the lock handle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the system is operating as intended.